Event description:
It was reported that during installation of a cable to install the c-box of the optis mobile, when opening the housing it was noticed that there was a cut in the cable insulation and blank wires are visible. This has the potential to cause an electrical shock. There was no patient involvement. Field service was performed and c-box was replaced which resolved the issue. No additional information was provided.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
No device returned for analysis. Based on the information provided, a cut in the cable insulation was noticed when the housing of the c-box was opened. It may be possible that it inability to withstand drop, impact, or improper material selection. However, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
No device returned for analysis. Based on the information provided, a cut in the cable insulation was noticed when the housing of the c-box was opened. It may be possible that it inability to withstand drop, impact, or improper material selection. Without having the device to examine, this could not be confirmed. The investigation determined the noted cut in the cable insulation appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was not returned for analysis. A review of the device history record for this serial number revealed no nonconforming material records. A query of the complaint-handling database was performed for the reported serial number. The query identified no other incidents/and or complaints for the material frayed reported for this serial number. Based on the information provided, a cut in the cable insulation was noticed when the housing of the c-box was opened. It may be possible that it inability to withstand drop, impact, or improper material selection. However, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 component code 4755 was addedh10: additional manufacturer narrative updated